Manufacturer narrative:
The tip was returned and evaluated. The tip passed flow and leak testing. The tip also passed visual inspection and thermistor testing. The tip failed functional testing as smoke was observed from the tip surface after 20 treatments. A review of the manufacturing records showed all requirements were met. Evaluation of the tip did not confirm or see any membrane damage related to sparking. Service noticed smoke coming from tip during testing, but this could have been caused by uneven rf application or interaction with coupling fluid. Tip passed visual inspection. No dents, scratches, blemishes or dielectric membrane breakdown observed. Treatment tips are inspected during manufacturing for any defects.

Manufacturer narrative:
The tip was returned and will be evaluated. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinician reported that while performing a thermage treatment on a patients forehead, a spark was observed coming from the tip after 33 pulses. The clinician tried another pulse from the tip on their own arm, with ample coupling fluid and the tip sparked again. The highest energy level used was 2.5. Ample coupling fluid was used and the cryogen can was still half full. No visible damage to the tip was noticed prior to treatment, it is unknown if the tip was inspected during the treatment. The customer replaced the tip to finish the treatment. There were no sparking issues with the second tip. There was no patient injury or impact.